Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the surgeon was using the device, the stomach started bleeding. The surgeon applied the ligamax as per normal, and the ligamax worked correctly for the first three or four applications. On the fifth clip, while in the abdomen, the clip applier failed to open to release the formed clip. The ligamax was forceably removed from the tissue, which caused further bleeding. A new applier was opened and the case was completed without further issue. Surgery prolonged procedure by five minutes.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.